Event description:
Customer reported an issue with the pm-8000 express monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of the co2 module. Unit was calibrated and safety tested to factory specifications.